Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer were hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 600 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer had alleged that insulin pump was under delivering because there was no changes on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).